Event description:
Voluntary medwatch received states that the atrial lead exhibited high-rate events with atrial non-physiologic intervals. No intervention or programming changes were reported. No patient condition was reported.